Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor the rhythm of a patient the device was unable to obtain an ECG signal via defib pads. The clinician switched to 4-lead ECG to obtain the patient's rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.